Event description:
It was reported that this patient presented at the emergency room due to complications from eye surgery. She was admitted to the hospital the following day. Upon going to the bathroom, it was reported that the pacemaker malfunctioned, causing her to collapse. She was resuscitated over the course of 45 minutes; during that time she suffered brain damaged. She died in the hospital the following day.